Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent air bubbles were observed in the canister. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer did not address the air bubbles in the cartridge and just resumed insulin delivery with the current cartridge.